Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the 8mm medium-large clip applier malfunction and does not work. The reporter did not have any additional information. A backup instrument of the same kind was used, and the procedure was completed with no reported injury or delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed. The clip was unable to clip onto the tubing during in-house testing. In addition, the clip applier instrument was found with both grips bent. The damage was found near the tip of the clip groove, causing a 0.021" and 0.018" offset at the tips. As a result, the clip could not properly clip onto the tubing. This type of failure - severely bent instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws.